Event description:
A mayfield modified skull clamp was described as "not tightening and the pressure was not holding". A slippage occurred after the pts head was secured in the clamp. There was an unspecified injury that occurred with this event. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.